Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-21112018-0000250210 submitted for adverse event which occurred on (B)(6) 2015. Mwr-21112018-0000250213 submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent ventral and umbilical hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent a revision on (B)(6) 2015 during which the surgeon noted ¿there were adhesions of the entire mesh. The left lateral segment of the liver and the transverse colon were adhered to the mesh.¿. It was reported the patient underwent a second revision on (B)(6) 2017 during which the surgeon noted ¿there were adhesions of the entire mesh.¿ it was reported that the patient experienced severe pain, nausea, swelling and abdominal distention, chills, inflammation, nervousness and loss of appetite. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 10/1/2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 9/22/2020. Corrected information: manufacturing site name.